Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl. The customer declined to troubleshoot for low blood glucose and stated that she had gelato and she counted the carbs wrong. Customer stated that she's replaced out the battery then she got a message stating to replace out the battery again and she put a new battery in but connection between the pump and the meter didn¿t work. The customer was assisted to troubleshoot carelink personal website and was able to upload the pump. The product was not returned for analysis.